Event description:
A caller reported a malfunction on their pump with a malfunction code displayed as "malf 0." It was unclear whether the issue caused the customer's blood glucose level to exceed 500 mg/dl. The customer was assisted by technical support, provided with information on resetting the pump, and successfully reset the device. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue occurred again.